Event description:
It was reported that the pt experienced severe burning pain in the device pocket in the left gluteal region. The pt had some stimulation on the right and no stimulation the left. The pt also experienced pain on the left side. Reprogramming was attempted on two occasions (2007 and 2008). The pt then underwent surgery to replace both leads and the neurostimulator, with three leads and a new neurostimulator. The pt outcome was reported as no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.